Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of difficulty crossing the bioprosthesis was unable to be confirmed without any applicable imagery or returned device . As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during delivery of s3u through evolut, the system met resistance and could not be advanced farther. The operators tried pulling the system back and discovered that the commander system was stuck within the evolut valve and could not be pulled back despite significant force. Various device manipulations were performed to try and retrieve the system, but none were successful. It was decided that the best option was to convert to open and cut the undeployed s3u thv via direct approach.'' Patient factors such as calcification, tortuosity, small vessel size, and/or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. In this case, the pre-existing non-edwards valve (evolut valve) may have interfered or held on the delivery system while crossing the native annulus, leading to the difficulty in crossing the pre-existing non-edwards valve. As such, available information suggests that patient factor (pre-existing non-edwards valve) and/or procedural factors (delivery system interacts with pre-existing non-edwards valve) may have contributed to the complaint event. However, a definite root cause is unable to be determined due to insufficient information. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3 ultra valve in a previously implanted non-edwards 26mm valve. As reported, during delivery of the s3u valve through a non-edwards valve, the system met resistance and could not be advanced farther. The operators tried pulling the system back and discovered that the commander system was stuck within the non-edwards valve and could not be pulled back despite significant force. Various device manipulations were performed to try and retrieve the system, but none were successful. It was decided that the best option was to convert to open and cut the undeployed s3u thv via direct approach.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.